Event description:
It was reported via clinical affairs that an (B)(6) male had staphylococcus epidermis infectious endocarditis, 1 month post implantation of an edwards bioprosthetic aortic valve. Tee results indicate, " mobile echodense small structures 2.3 x 1 mm size attached to the posterior portion of the bioprosthetic aortic valve. Consider vegetation." Patient was discharged and will continue with IV antibiotics via pic line. Device remains implanted.

Manufacturer narrative:
Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The provided information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.